Manufacturer narrative:
Summary of eval: examination results could not duplicate the reported intra-operative event.

Event description:
The bipolar cup would not lock with femoral head component. There was no adverse conseuqnece for the pr or delay in surgery or anesthesia time.